Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the reservoir. Customer's blood glucose levels were not included in the report. Replacement product is being sent.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Performed pre-fill reservoir testing and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked the o-rings for defects and none were found. The reservoirs connected and locked in place properly.